Manufacturer narrative:
Analysis received the unit with no button response due to corroded keypad traces. There was no ramping numbers or scroll bar moving with no input noted. There was no blank display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 201 mg/dl at the time of incident. The insulin pump will be returned for analysis.